Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the product was put into use on (B)(6) 2026. On (B)(6) a ward round revealed a large amount of bleeding. Upon inspection of the tubing, it was found that the bypass tube connected to the side hole of the be-pal 1523 arterial tubing was ruptured and bleeding heavily, with a bleeding volume of approximately 200 ml. A new arterial cannula was inserted and blood transfusion was continued for treatment. Since the failure occurred during treatment and a blood loss was reported that needs a medical intervention, the complaint is reportable. Complaint #(B)(4).